Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 20. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2020-10-07, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and bleeding. No further patient complications were reported.